Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6) 2012. According to the complainant, during the procedure, while attempting lithotripsy of a gallstone captured within the bile duct, the wire broke near the handle. Subsequently, the basket was no longer able to be extended or retracted as "control of the wires" was lost. At this time, the wires were cut at the handle and the patient was sent to surgery with the remaining portion of the wire and basket assembly within the patient. Reportedly, the patient was previously scheduled for a cholecystectomy to take place at a later date, however, due to this issue, the cholecystectomy surgical procedure was performed immediately following the ercp to remove both the gallbladder and remaining section of basket. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient identifier: (B)(6). The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4) wires broke. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Bsc reference: (B)(4).